Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen 200mcg/ day 2000mcg/ day via an implantable pump. It was reported that the patient presented to managing physicians with return in symptoms (increased spasticity)/ less efficacy from therapy despite increased dosing. During the procedure, the surgeon noted baclofen in the pump pocket as well as a disconnected catheter from the pump connector. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient had a side port study done that demonstrated poor flow of cerebrospinal fluid (csf). The catheter was replaced. The old catheter was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2004; explant date (B)(6) 2025 brand name ; product ID 8578 (lot: hg71glr09); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of catheter serial number hg71glr09 identified the catheter body to be deformed in shape, however it did not affect the performance of the catheter. Analysis of catheter serial number (B)(6) identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2025, product type: catheter. Product ID 8578, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6; the previously reported codes c50739, d14, d12, b18, b20, c20 and g07001 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-23, additional information was received from the manufacturer representative (rep). The rep was asked to clarify the report of the removal of the pump (i.e. Was there a device issue, patient/therapy issue, procedure issue). The rep stated, "the pump was replaced prophylactically per mds request. There was no known issue with the pump, but the pump pocket was filled with medication and the patient reported decreased efficacy from therapy. At the time of the procedure, there was a clear issue with the catheter (as outlined in my previous report). Although it was likely an issue with the catheter, the md still requested the pump be replaced and sent out for testing." The initial reporter was provided. The pump system was returned for analysis.